Manufacturer narrative:
Claim# (B)(4).

Event description:
A poster presentation titled, "unpredictable outcomes post phakic intraocular lens implantation." Discussed 4 case study evaluations that addressed potential and unforeseen outcomes of a phakic iol implantation. In case 1 a 21 year old patient was diagnosed with reverse orientation of phakic icl. The lens was exchanged for the correct orientation and stable. Case 2 a 27 year old was diagnosed with lens rotation. The lens was exchanged for a larger size and stable after exchange. Case 3 a 23 year old patient presented with a high vault postoperatively at 3 months. Under continual observation. Case 4 a 30 year old patient presented with extremely low vault at 1 month postoperative. The lens was exchanged for a longer length lens and the vault is still low. Patient is under continual observation. The conclusion is conclusion: meticulous and accurate preoperative measurements are needed when planning a phakic iol procedure. Despite best efforts, unpredictable postoperative outcomes may be encountered which require curated treatment options.